Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and after procedure had loose epithelial cells in both eyes. A bandage contact lens was placed in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -7.75 x -.50 x 175, left eye pre-op 20/20 -7.75 x .00 x 20. Bcva from (B)(6) 2018: right eye post-op 20/20 -1.00 x -.25 x 121, left eye post-op 20/20 -.25 x -1.25 x 177. On (B)(6) 2018 patient presented with blurry vision, irritation and soreness. Patient had dry eye syndrome symptoms but no signs of superficial punctate keratitis. Artificial tears were increased and patient was told to return to center in 2 weeks.